Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer called to upgrade her insulin pump. It was stated that the insulin pump has condensation inside the screen, the act button sticks and the rewind is slow. It was also mentioned that the doctor stopped her basal rates since it appeared not to work and she is using manual injections once a day. Blood glucose value is unknown. Customer declined transfer for assistance.